Event description:
It was reported that the ilet user requested assistance with an infusion set and cartridge change and during the supply change, inadvertently skipped steps on the device and advanced to fill cannula before completing fill tubing, which constituted a use-of-device problem associated with an unspecified component; the user then completed a fill tubing only, applied a new infusion set, filled the cannula, and resumed insulin therapy. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, and the event was attributed to user interaction with the device workflow steps. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.